Event description:
It was reported to philips that during the test the defibrillator does not recognize the external plates. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available details indicate that the device does not recognize external plates. Details provided in an update from the source case indicate that the field service engineer replaced the device's paddle repl. Kit water resistant, (B)(4) and the device was successfully returned to service.

Manufacturer narrative:
Available details indicate that the device does not recognize external plates. Details provided in an update from the source case indicate that the field service engineer replaced the device's paddle repl. Kit water resistant, (B)(4). The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.